Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, at the first firing of the greater curvature, the few first pins of the reload popped out of the reload and the stapler could not continue firing. Immediate replacement of the product was done to complete the case. There was no patient injury.